Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was for probably a month when recharging the ins the screen would go white, they would reset the issue but it kept happening. Then starting 2 days ago when trying to charge their ins the pts controller said software problem 1. Intellis 2.3.6 3.1569 4. Appmanager.c and it would not let them charge their ins even after resetting the controller. Pt noted they had to keep repositioning the rtm and it was a pain. During call pt verified no damage to the controller charging port or to the rtm. The issue was not resolved. A replacement controller was sent out.patient called in stating they are still having a lot of issues when trying to charge the stimulator. Patient mentioned seeing messages, including batteries low message and poor recharge quality. Patient mentioned it takes a long time to progress thru the screens when trying to recharge. Patient mentioned the controller doesn't pair with the stimulator when not using the recharger. Patient stated they met with mdt reps which were unable to resolve so they suggested to call pats. Agent reviewed info and sent a request to repair to replace the recharger and battery pack. Agent advised to follow up with hcp to further troubleshoot possible implanted device concerns.mdt rep met with the patient to help with troubleshooting. Caller reported patient is still having issues with controller. Caller reported when patient tries to connect with the controller, it fails, shows try again or no device found. This happens repeatedly until the patient connects the rtm and then after connecting with the rtm, she is able to connect to her ins. Patient has received a replacement controller, battery pack and rtm from us with no change. Rep has reset the controller and gone into tech mode for the pairing with old device and new device. No change rep witnessed same no device pattern today. Rep had an extra rtm with her and tried it but no change. Tablet connects to the patient fine and stays connected when the ctm was pulled away from the patient to about 3 feet.caller noted there was an impedance issue that showed on this interrogation but they are not using that for programming and patient is getting good therapy. Had caller make mdt report and transferred to hcit to send it in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep that all impendence are within normal limits.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.